Event description:
It was reported that the ventilator generated clinical alarms indicating insufficient ventilation during treatment. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator generated clinical alarms indicating insufficient ventilation during treatment. During on-site visit, it was confirmed that the ventilation was performed using test lung. The issue was not reproduced, no part was replaced. The device was returned to clinical use. Test lung a specialized accessory designed to simulate a patient¿s lungs during ventilation. The issue will not affect the function of the ventilator as it is used only during ventilation without connecting the device to the patient, therefore this situation is not-safety related, the issue will be displayed and appropriate measures can be taken. A correction of fields # h6 medical device ¿ problem code was required. H6 medical device ¿ problem code: previous: output problem///3005. Changed: infusion or flow problem/improper flow or infusion//2954.

Event description:
Manufacturer's reference #: (B)(4).